Event description:
Silicone breast implants from 1972, ruptures found during a routine mammogram. Further confirmed through an MRI. Surgical intervention needed for removal of implants as well as migrated silicone in other parts of body.